Manufacturer narrative:
Event date: exact date unknown, event occurred for a while.

Event description:
It was reported that the patients ipg was not functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.